Event description:
It was reported that a patient underwent a skin flap transplantation surgery on (B)(6) 2024 and suture was used. During the surgery, it was necessary to suture the wound with suture. When a new and intact package of sutures was opened, unknown foreign matter was found on the needle. The nurse and doctor immediately replaced it with another package of sutures. After replacement, no abnormalities were found and the surgery proceeded smoothly. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there patient consequences? If yes, please specify. - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? - what was the texture? - are there any photos of the foreign matter available? - was the product seal on the foil still intact when the package was opened? --please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.